Event description:
Initial bicarbonate result of 17 mmo/l was rerun on the same sample and recovered a bicarbonate value of 25 mmol/l on a backup system. Initial bicarbonate result was not used to provide pt treatment. Field service rep found bacteria contamination throughout the analyzer. System was decontaminated; performance testing and quality control materials were run. Performance testing and quality control materials recovered within stated ranges.